Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that shortly after the patient received the ins it did not relieve as pain as necessary, so they increased the strength. The patient met with their manufacturer representative who stated the patient had used up too much of the battery life. The representative set it to only program a and lowered the strength. After a couple of months the patient's device was not producing the relief they needed and they increased the strength. The patient met with their representative again who indicated they needed a new battery and the patient had an appointment with their neurosurgeon in february.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller stated that they saw a message on their controller like 4 days ago that said the battery was going low. The caller stated the device seemed to be working, but they were wondering if they got a lemon because it hadn't been in very long. The agent had the caller connect the programmer to the implant. The caller saw the eri (elective replacement interval) message service code 201. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device was received.

Manufacturer narrative:
H3: the implantable neurostimulator (ins), model 977006, s/n (B)(6) , was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis noted the final functional tests further confirmed that the device performed as intended and that battery depletion was consistent with the therapy settings utilized by the patient. H6: codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.